Manufacturer narrative:
The handpiece was sent for evaluation by stryker marketing. Based on the investigation details the device failed the heat test due to the fact it had bad bearings which needed to be replaced. The device was repaired and returned to the department.

Event description:
It was found then reported by the repair technician that the handpiece overheated during testing. There were no adverse consequences associated with this event.